Event description:
On (B)(6)2010, the cardiopulmonary supervisor stated that they were being inspected by the dept of health services, and while the ventilator was on a patient the state inspector asked that the they unplug the unit from ac power to test the backup battery. When the ventilator was unplugged from ac power it shut down and alarmed. Ac power was then restored with no patient harm and the ventilator was removed from use with no further incident. The manufacturer's service technician reported he was able to duplicate the event reported by the customer. The service technician reported that the backup battery failed testing, and a +24 volt power failure occurrence was logged when the ventilator was unplugged from ac power while connected to the backup battery. Review of the ventilator diagnostic log history noted similar occurrences during use by the customer that were not reported previously or service requested. The service technician replaced the backup battery as a result of the finding, and applicable follow-up testing passed.